Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an upstream occlusion. Service evaluation was not able to reproduce the error. The ultrasonic sensor reading were found out of specification and evaluation was unable to calibrate the ultrasonic sensor. The ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced an upstream occlusion. No additional information is available.